Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9128900. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was submitted that displayed a pierced catheter, a review of the manufacturing line was unable to associate the root cause for this damage with any portion of the manufacturing process. Currently, bd engineers speculate that it is possible under the right conditions for the catheter to become pierced by the cannula when the device is being removed from a partially opened packaging unit.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Has been found with the needle puncturing through the catheter during use. The following has been provided by the initial reporter: it was reported that the needle punctured through the catheter during use. Per email: we have had two previous examples of this happening in our clinic with different lot #s.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Has been found with the needle puncturing through the catheter during use. The following has been provided by the initial reporter: it was reported that the needle punctured through the catheter during use. Per email: we have had two previous examples of this happening in our clinic with different lot #s.